Manufacturer narrative:
The infusion device was evaluated. The down button does not respond. On the border of the bottom cover are bite marks, and the bite marks caused a separation of the key pad foil. The dome contact of the down button is contaminated, and this caused a non functioning down button. No e8 electronic errors were found in the infusion device history. The delivery accuracy met product specifications. The display window was damaged. The problem mentioned by the pt was related to mishandling of the product.

Event description:
Pt reported the infusion device had electronic problems. No further info was available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.